Manufacturer narrative:
Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. H6: medical device problem code 2017, failure to follow steps/instructions. Correction: h11: subsequent to filing the initial report, it was noted that the IFU statement was inadvertently left off of the report; therefore, a supplemental report is being filed to submit the IFU statement.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a thoracic aortic dissection procedure with a 6f sheath. No imaging was performed of the access site prior to proglide use. Reportedly, the white thread [suture] broke when it was pulled back to make taut. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.